Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the ilet pump became disconnected from the mobile app, the touchscreen on the ilet would not accept a ¿yes¿ press to proceed to viewing drops, and the system remained on the press-and-hold screen until troubleshooting was performed. Symptoms included no adverse health effects. Outcomes included restoration of normal function after app reinstallation, bluetooth ¿forget device,¿ successful re-pairing, and device restart, followed by confirmation that drops were displayed and the task could proceed. Investigation included remote troubleshooting, software reinstallation, bluetooth re-pairing, and device restart. Investigation of this case revealed a screen responsiveness and connectivity issue that resolved with software and pairing remediation, with no device damage reported and no alarms generated. It was concluded, based on previously established findings for similar reports, that the cause was user interface interaction and app-bluetooth pairing issues consistent with use-related and software connectivity factors.